Event description:
It was reported that the 9800 system had a charger error, and saturation fault error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power clap module wiring were tightened during the service call. The system was tested, and found to be working as intended, and put back into service.